Event description:
A PICC line was placed in a infant. The line was secured and fluid started to infuse. A few hours later, it was noted that under the tegaderm dressing there was a collection of fluid. The PICC was then flushed and noted to be leaking below the hub of the catheter. This is not a repairable PICC, so it was necessary to pull the line. This resulted in the infant being "stuck" several additional times before PICC access was obtained.